Event description:
It was reported that the lead impedance and capture thresholds were very high. Also reported were positioning difficulties. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: mfg. Date, death date, event description, operator code. Evaluation summary: (B)(4) analysis revealed no anomalies. The full lead was returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead impedance and capture thresholds were very high. It was also reported that there was poor sensing. The issues were present in numerous positions. The lead was not used. No patient complications were reported as a result of this event.